Manufacturer narrative:
The customer reported that there was no malfunction of a philips product however staff wanted alarm related and/or waveform information for a case review related to alarm management. The customer provided log data which was reviewed finding multiple alarms provided for exam17 between 16:14 and 18:18 with evidence of vtach/vfib, asystole, brady and desat alarms occurring repeatedly in this timeframe. Alarm are both suspended/paused and silenced according to the log data. No malfunction occurred. The data was provided to the customer at their request.

Event description:
The customer reported that a patient death occurred on (B)(6) 2016 in the emergency department in exam17. The hospital has indicated that a patient death occurred.